Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was to be used to treat a stricture in the bile passage during a stent placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure the physician had begun to deploy the stent, however, it was noted that the device was not in the desired location. The physician attempted to reconstrain the stent but significant resistance was experienced when manipulating the handle. The stent could not be reconstrained and the device was removed from the patient partially deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.